Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited pacing inhibition with asystole greater than two seconds due to a possible microdislodgement. A revision procedure was performed where the physician placed a temporary pacing wire until the rv lead could be repositioned. The lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.